Event description:
A nurse reported that sutures were breaking at the swage and breaking while tying in addition to the suture needles were bending during surgery. The procedure was prolonged by approximately forty-five minutes. There was no pt impact. The issue was resolved when a suture from an alternate lot number was used.

Manufacturer narrative:
Samples have been received and are pending evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).